Event description:
It was reported that during a laparoscopic procedure, the clip was formed crookedly. The doctor commented that the event had occurred at the second and the third firing. All clips of the device were fired and no clips remained. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.